Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-05-24. H6: investigation summary ten unused samples were returned to our quality team for investigation. Through visual inspection, a leakage past the stopper ribs could not be observed as there was no liquid within the syringe. The product was disassembled for further inspection, there was no damage or molding defects noted in the plunger rod or other components that could have caused a leak and the stopper was verified to be properly assembled onto the plunger rod. A device history review was performed for the lot 2008333, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including leakage testing to verify the stopper seal. Results were reviewed for the lot 2008333 and no issues were identified. The returned samples underwent these same tests and product was found to meet required specification. Based on the quality team's investigation and samples evaluation, we are not able to identify a root cause related to the manufacturing process at this time.

Event description:
It was reported that the bd plastipak¿ 50ml concentric luer lock syringe experienced leakage. The following information was provided by the initial reporter: the syringes leak, the liquid runs out of the syringe along the plunger at the bottom. Especially with cytostatics, this leads to dangerous situations.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ 50ml concentric luer lock syringe experienced leakage. The following information was provided by the initial reporter: the syringes leak, the liquid runs out of the syringe along the plunger at the bottom. Especially with cytostatics, this leads to dangerous situations.